Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was confirmed via evaluation of the heartmate mpu (serial number (B)(6)) at the service depot. The mpu was connected to power and during functional testing a yellow wrench alarm was reproduced. The issue was isolated to the main printed circuit board (pcb) assembly, and the pcb was replaced. The repaired mpu passed functional checkout and was returned to the customer site. The main pcb was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded pcb was installed in a test mpu, and the system was connected to a test system controller and mock circulatory loop. Over an extended period of time, intermittent audible alarms, yellow wrench alarms, and mpu battery alarms were active. No alarms were active on the system controller and power was provided as intended. Circuit analysis isolated the issue to the main pcb¿s microcontroller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was determined to be due to an electrically compromised component on the mpu¿s main pcb; however, a root cause for the component damage was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 6 - ¿caring for the equipment¿, and heartmate 3 IFU section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook, section 10 - ¿safety checklists¿, and heartmate 3 IFU, section e - ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 IFU, section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 -¿alarms and troubleshooting¿, describe all alarms (visual and audible) associated with the mobile power unit, including yellow wrench alarms, and how to respond to each alarm. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after discharge, the mobile power unit (mpu) would alarm with a yellow wrench. The battery(s) were changed and alarms continued. A loaner was given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.